Event description:
It was reported that noise was observed on the atrial lead. When the patient was brought into the clinic, noise was confirmed via isometrics. The noise caused inappropriate mode switch resulting in loss of atrioventricular synchrony. The patient was experiencing fatigue and shortness of breath. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable.